Event description:
My birmingham hip resurfacing system flaked metal into my bloodstream almost immediately, I have metallosis, and have had serious health problems including mental fog, extreme fatigue and horrible rash. After 2.5 years, my doctor did a revision. He said it was bad and needed to come out. During the revision, I got nontuberculous mycobacteria. Had to have another surgery in 3 weeks to get that out. I am having my hip aspirated next week to make sure all the infection was cut out. Metal levels have gone down, but still can't drive a car or do much. The hip made noises almost immediately when it was put in, and I had severe groin pain. I went to 17 doctors in a year and a half to tray to find out what was wrong. Ortho doctor finally did another metal test, and saw that the levels were elevated and did the revision.